Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the patient¿s gender/ bmi? Female/ 40.88. What color cartridges were used throughout procedure? Gold for entire sleeve. Was buttressing material used? Yes, seamguard. Were any staple formation issues noted throughout care of patient? No. How was the leak identified? Laparoscopic washout. What was the location of the leak? Upper portion of sleeve. How was the leak addressed? Stents. Is it known if patient was compliant with post-op diet. Unknown. What is the current patient status? Patient is still in hospital with fever, had 4 abdominal washouts and a colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can any information be obtained about the colostomy and correlation to the sleeve procedure?

Event description:
It was reported that the patient had a sleeve gastrectomy and fifteen days, post op, the patient experienced a leak at the staple line. No other information is known. This is all the information known/ available regarding this event.